Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test.no excessive no delivery alarm noted. The pump received with normal operating currents. No unexpected bad battery error noted. However, pump received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer was troubleshooting for the no delivery alarm, when the act button became unresponsive. The customer declined troubleshooting for the unresponsive keypad. The customer called back and states he was able to prime, but now can't respond question about being disconnected. The battery was removed and place back in the pump, but the pump is not responding. The device will be returned for analysis.